Manufacturer narrative:
(B)(4). Date sent: 4/28/2021 additional information was requested, and the following was obtained: did the patient suffer from barrett's esophagus prior to the implant? No barrett¿s prior to linx. Was the motility normal before the implant? Yes, normal manometry preop.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have cause the reported event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the implant date? (B)(6) 2018. What is the product code for this complaint? Lxmc17. What is the lot number for the linx device? Not available. Was ph testing performed prior to explant to confirm recurrent reflux? Yes, it was. Egd and ph repeated in 2019 and 2020 and found worsening barrett's esophagus and + ph study with demeester score of 65. After the implant, was the device initially effective in controlling reflux? Per office h&p (B)(6) 2019 ¿ ¿patient had a linx placement at the end of 2018. She had approximately 2 weeks of reflux relief but then started to have symptoms of dysphagia requiring multiple dilatations. Eventually, the dysphagia resolved but she continued to have issues with acid reflux and egd and biopsies showed barrett's esophagus.¿ when did the recurrent reflux begin? (B)(6) 2019. First dilatation in (B)(6) 2019 and egd with ph repeated in (B)(6) 2019. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was explanted on (B)(6) 2021 due to "barrett's esophagus" with caused an increase in reflux. There is no additional information at this time.